Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a telemetry issue was noted on the implantable pulse generator (ipg). Possible loss of capture was noted. Trouble shooting and reprograming was performed and no sensing was noted on the right ventricular (rv) lead. Patient was fitted with a holter monitor. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.